Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation..

Event description:
It was reported that cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level ranged from 147-148 mg/dl. Customer reverted to an alternate method of insulin therapy.